Event description:
The customer stated that he tested his blood glucose and received a reading of 251 mg/dl using his contour meter. He retested using another meter and received a reading of 105 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for evaluation.